Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed on a stored egm. Recommended programming changes were made. Device remains implanted.